Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
Per medical records it was reported that on (B)(6) 2004, patient underwent anterior transperitoneal exposure of the l4-l5 disk space to treat degenerative disk disease l4-l5 disk space. On (B)(6) 2004, patient underwent anterior lumbar interbody fusion l4-l5 with placement of bilateral threaded fusion cages, posterior fusion l4-l5 and stabilization with nonsegmental fixation device using rhbmp-2/acs, lt cage to treat degenerative disk disease l4-l5 with mechanical low back pain and radiculopathy secondary to herniation. Op-note: the disk space was distracted to 12mm using the double drill tube and double distractor for the lt cags. Very nice restoration of height was noted on the lateral fluoroscopic image. The disk space was reamed first on the right to a depth of 35mmm and a spacer was placed on the right for the 16mm cages. The disk space was removed from the other side and the second cage was placed. The cages were nice and tight. The cages were then filled with sponges of the bone morphogenic protein. The patient was then turned to the prone position on a radiolucent frame and was secured to the operating table. A localized x-ray was taken. A bone morphogenic protein soaked sponge was also used for fusion in this area. A rigid spinous process plate was settled into the place and the lines of the plate were compressed into the l4 and l5 spinous processes in a very satisfactory manner. It was noted that prior to placement of the plate that the 2 spinous processes could be pulled apart despite the anterior support. A spinous proves plate left his very rigidly secure. The patient awoke and was extubated and was taken to recovery room with stable vital signs. No complications were reported. Patient alleges unspecified injury due to the use of rhbmp-2.